Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The air sensor and downstream occlusion seal are both unattached and falling off. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis of complaint of air sensor unattached and falling off. There was no relevant service history or event history. Complaint was confirmed with visual inspection. The air in line detector was replaced. Complaint of downstream occlusion (dso) seal unattached and falling was also confirmed. Dso seal was replaced. Device passed testing post repair.